Event description:
A non-healthcare professional reported that a lens got stuck inside the injector and did not come out. Patient did not need any medical treatment. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. Iol was returned outside of the device. The device was returned loose in the carton. The lock-out assembly has been removed. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No damage or abnormalities observed. Iol returned adhered to the outside of the device. Ovd dried on the iol. No damage. The product investigation could not identify the root cause for the reported complaint "lens got stuck inside the injector " as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the haptic position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).